Event description:
The issue was found during preparation for use in a diagnostic percutaneous tracheostomy procedure. The procedure was completed with another device with no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error could not be confirmed as the issue was not reproduced. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error the issue had come up previously, but had resolved itself so the scope was put back into circulation. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed by occurrence was likely. The device evaluation found the bending section rubber and bending section rubber glue was not an olympus repair, the light guide lens was scratched, the light guide tube was squashed near the protector boot, the scope connector port was loose, and the scope connector was corroded due to fluid leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.